Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer observed that the issue was resolved and tested in the hardware test application and found no errors.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer is failed. The customer reported that unable to receive medications for the patient. There were no adverse events or injuries reported based on this event.